Event description:
A customer called baxter corporate product surveillance to report one intravia empty container in which a leak occurred. According to the report, when a staff member at the facility squeezed the bag, medication leaked out of the bonded junction between the two parts of the administration port tubing. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.